Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: during proximal locking of a a2fn nail through the static locking position of the slotted hole the standard drill bit used through the standard trocar assembly did not allow passage of the drill bit through the nail hole - the drill was hitting the nail instead. The trocar assembly was advanced towards the patient using a mallet rather than manually pushing the assembly to the lateral femoral cortex - otherwise standard surgical technique was followed throughout the procedure. The nail attachment to insertion handle via connection screw was checked that it was tight and secure prior to this proximal locking being attempted. The surgeon was forced to remove the aiming arm and drill the proximal hole 'free hand' through the nail in order to achieve proximal locking - he was able to achieve proximal locking via this method but it increased the surgical operation time significantly. This is 3 of 3 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.